Event description:
During eval of a customer's homechoice device, a baxter technician identified an incident of increased intraperitoneal volume (iipv) in the device logs. The pt had an ultrafiltration (uf) of 1507ml following a fill volume of 2500ml, indicating a drain volume of 4007ml. A f/u call was made to the home pt's nurse. Per the nurse, the pt was not experiencing any symptoms of iipv or having any drain complications that are recorded in the pt's chart. The pt was in the clinic in 2009, and was performing therapy successfully. There was no pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: three simulated pt therapies were performed on the pt's homechoice device using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for temperature accuracy. During fill mode, with the comfort control setting set to 36 degrees c, no fluid temperatures were recorded that were outside the specified delivery range. The device was then tested for volumetric accuracy. The fluid volume delivered to and from the simulated pt for each exchange was within design specs. Software was then used to monitor the device's pneumatic system. Review of the device logs identified one instance of iipv (therapy 2008/cycle 4/1507ml/uf). The probable cause of the iipv was insufficient drain: one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be sent to service.